Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with 300cc mentor memorygel breast implants. A mammogram on (B)(6) 2020 identified bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on both views of the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear measuring approximately 0.1 cm within the crease/fold on the posterior view. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot 5984348 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient replaced with 400cc mentor memorygel breast implants. Mentor also became aware of an event detail that was erroneously indicated in the previous supplemental report. It was reported in h10 that the devices were both returned and not returned. The statements are contradictory. As such, please disregard all indication that the device has not been returned. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 24, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As a result of the patient's experience, she underwent bilateral explantation on (B)(6) 2020. In section b, the "required intervention" selection has been selected in place of "other serious". In section d7, the explantation date has been updated accordingly. In section h, the method/results/conclusion codes updated to reflect device return. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).